Event description:
The customer reported that while running an hepatitis c virus assay, summit sample handler did not pipette the correct amount of sample in the last row and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.